Manufacturer narrative:
(B)(4). The 2.5x18 promus rx (part# 1009539-18b, lot/serial# unk) indicated is being filed under another MFR number. The customer reported the device was discarded. A f/u will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the pt was a female over 18 years of age with high grade lesions in the ostial circumflex (cx), ostial left anterior descending artery (lad) and distal left main (lm). Target lesion was 70% + stenosed, eccentric, de novo with a 70 degree bend. The pt was not a candidate for surgery. The lesion was predilated with a non-abbott balloon dilatation catheter to 8 atms. Two non-abbott guide wires were placed down the lad and cx. A 3.5 x 12 promus was placed in the lm, a 2.5 x 18 promus stent in the lad distal to the first. They were unable to get the stent to cross through the previously placed stent. In pulling the stent back, the stent became dislodged from the balloon. They were able to get a 2.5 x 12 stent and 2.5 x 8 stent to cover up the spiral dissection. They then tacked the dislodged stent in the lm using both a 3.5 and 4.0 non-abbott balloon. The physician was able to confirm placement of the dislodged stent in the lm through ivus. The pt was stable post procedure and had no impact from the dislodged stent. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Arrhythmia (includes bradycardia) and dissections are known adverse events as listed in the promus instructions for use (IFU). It should be noted that the IFU states "implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)" although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.